Manufacturer narrative:
Since no patient ID is available, the gore event number was used as the patient identifier. The patient age and patient gender reflects the mean age and gender stated in the article. The date of online publication was used as the event date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following publication was reviewed: ¿one-year outcomes of the begraft stent graft used as chimney graft in conjunction with the endurant device for the treatment of complex abdominal diseases¿ (gergana t taneva et. Al, vacular, published online 20-apr-2019). The article analyzes 27 patients with pararenal aortic pathologies between 2008 and 2017 using endurant ii (medtronic,santa rosa, ca, USA) abdominal endograft in combination with gore viabahn® endoprosthesis or begraft (bentley, hechingen, germany). 11 patients were treated using endurant ii abdominal endograft in combination with 21 gore viabahn® endoprosthesis that served as chimney grafts. The article includes the following case: two patients within the viabahn group suffered renal chimney occlusion three and six months after the procedure, respectively. The first patient presented with flank pain while the second was asymptomatic. In both cases, an attempt for recanalization was endeavored without success due to stent graft compression at the proximal edge of the chimney graft. Both occlusions are reflected in the reported primary chimney patency rate of 90.5%.